Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that an expired anchor was implanted into a patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: expired anchor. Probable root cause: design. Validated shelf life too short. Application distribution inefficient, sat too long in inventory before being shipped to customer. The failure mode will be monitored for future reoccurrence. Mfg date: 03/05/2014. (B)(4).

Event description:
It was reported that an expired anchor was implanted into a patient.